Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera duodenovideoscope had liquid leakage at the insertion part. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, dirt was found inside of the lightguide lens, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was liquid leakage at the insertion part due to perforation of the connecting tube. As a result, the insertion resistance was out of standard. Upon further evaluation, dirt was observed inside of the light guide lens. Also, it was observed that the light guide lens was broken. It was observed that the angulation in the up direction was out of standard due to wear of the angle wire. It was also observed that the gap of the up and down knob was out of standard due to the worn angle wire. The charge-coupled device lens was broken, and the screen was partly dark due to scratches on the lens. It was observed that the adhesive part of the bending section cover was broken. It was also observed that there was a crumple at the connecting tube. It was observed that the coating at the connecting tube and the universal cord are peeled off. It was also observed that the connecting tube protector is cut off. Additionally, switch 1 and the scope connector cover was deformed. Lastly, corrosion was observed at the electrical connector due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the gluing surface between the light guide (lg) lens and distal end of the device through the inside of the insertion section; or, due to the invaded humidity, stain was presented on the gluing surface between the stainless distal end and the lg-lens. Additionally, the gap was made at the gluing surface between the distal end of the device and periphery of the lg-lens by physical stress / chemical stress due to user handling. It is also likely that due to the humidity that invaded from the gap, stain was presented on the gluing surface between the stainless distal end of the device and lg-lens. The event can be prevented by following the instructions for use (IFU) which state: ¿important information ¿ please read before use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the intended procedure was diagnostic. The investigation is ongoing. A final report will be submitted upon completion of the investigation.